Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the device was far-field r-wave oversensing. The device was reprogrammed and remains implanted.